Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 08/26/2016, that on (B)(6) 2016, the patient experienced intermittent audio output from the receiver and an adverse event. The patient reported that they went low, 10mg/dl, at 3:50 am while sleeping. Patient indicated that they did not hear the low alert from the receiver. The patient's wife woke the patient up and called 911. The patient was taken to the hospital where they raised his glucose levels. Endocrinologist administered insulin to stabilize patient's glucose levels. The patient went home the same day. At the time of contact, the patient was stable. No additional event or patient information was provided. The complaint device was returned for investigation. The receiver was determined to be in good physical condition based on external visual inspection. Global receiver functional testing resulted in no failures related to the customer complaint. Log review did not contain any errors related to the reported issue. The reported fault could not be reproduced with the receiver. The customer complaint could not be confirmed. A root cause could not be determined.